Manufacturer narrative:
The distributor reported that user facility personnel did not perform pre-procedure checks on the lariat snare prior to the patient procedure. The instructions or use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Remove the device from the package and uncoil the entire device and drape in a "u" shaped configuration, holding the proximal end in one hand and the distal sheath in the opposite hand. Move the finger rings back and forth to confirm that the snare loop opens and closes smoothly. Ensure the snare loop is fully retracted into the sheath prior to insertion into the endoscope. Ensure that the device is compatible with an endoscope channel of 2.8mm or larger before insertion." The instructions for use states, "advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath." In-service training was offered on the proper use and operation for the lariat snare and the importance of performing pre-procedure checks on the device however, the user facility declined. The device history record (DHR) was reviewed, and no abnormalities were noted. A complaint review was performed and confirmed the event to be isolated for the subject lot. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The distributor reported that during a patient procedure the handle to their lariat snare did not move "smoothly". The patient procedure was subsequently cancelled and rescheduled. No report of injury.

Manufacturer narrative:
Steris requested the device subject of the reported event back for evaluation. The user facility returned four used devices and three unused devices. Upon review of the unused devices, it was found that the devices were able to deploy and retract without issue. The devices operated according to specifications. Review of the used devices determined that they deployed and retracted without issue. The reported event could not be duplicated. No issues were noted with the function or operation of the devices. No additional issues have been reported.